Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of surgery ("undergo major surgery as a result of her essure implant") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent surgery (seriousness criteria medically significant and intervention required). The patient was treated with surgery. At the time of the report, the surgery outcome was unknown. The reporter considered surgery to be related to essure. The reporter commented: plaintiff was forced to undergo major surgery as a result of her essure implant. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and permanent pain") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (undergo major surgery as a result of essure implant). At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on 12-sep-2018: correction: event injury was replaced with pelvic pain. Case became valid. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe and permanent pain/ pain/ severe pain/ severe pelvic pain') and genital haemorrhage ('abnormal bleeding (general)/ extreme abnormal bleeding') in a female patient who had essure (batch no. 901342) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pain in extremity and tubal ligation. Previously administered products included for an unreported indication: hydroxyzine hci, prednisone, diphenhydramine, loestrin fe and ibuprofen. Concurrent conditions included spotting vaginal, vaginal discharge abnormality, genital pain, vaginal discharge, menstruation delayed, acne, pap smear abnormal, eczema, premenstrual syndrome, nicotine dependence, redness of eyes, visual disturbances, vaginal odour, mole of skin, numbness (she complains of numbness, tingling, and pain the bilateral forearm, wrist, hand and lower extremity below the knee (stops at calf) occurring a few months ago), paresthesia (in all 4 limbs), weakness, neoplasm of uncertain behavior of skin, neck pain, back pain, lower extremities weakness of, pain in thigh, conjunctivitis (bilateral since this morning), eye itching, redness of eyes, eye pain, light sensitivity to eye, weight gain, vaginal itching (exterior vaginal itching), foot pain, achillobursitis, folliculitis, sore throat, abdominal pain (pain is described as: sharp and crampy. Onset of symptoms was chronic, and symptoms are waxing and waning intensity moderate. Location: pain is located in the periumbilical region. Abdominal pain location: epigastric area), haglund deformity, achilles tendonitis, vaginitis, vaginal odor, vaginal burning sensation, vaginal itching, acute vaginitis, yeast vaginitis, urinary tract infection, dysuria, ear infection, blood in stool, bloating, flank pain, hematuria, dyspareunia, dizziness, hemiparaesthesia, ear pain, tinnitus and vertigo. Concomitant products included caffeine;paracetamol (excedrin), fluconazole, ibuprofen, ketotifen and paracetamol (tylenol). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), anxiety ("mental anguish/ anxiety"), malaise ("sickness"), abdominal pain lower ("cramping"), emotional distress ("humiliation"), deformity ("disfigurement"), anhedonia ("loss of enjoyment of life"), general physical health deterioration ("bodily impairment, degradation") and urinary tract infection ("uti"). The patient was treated with surgery (undergo major surgery as a result of essure implant). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, fatigue and malaise had resolved and the genital haemorrhage, migraine, headache, nausea, gastrointestinal disorder, anxiety, abdominal pain lower, emotional distress, deformity, anhedonia, general physical health deterioration and urinary tract infection outcome was unknown. The reporter considered abdominal pain lower, anhedonia, anxiety, deformity, dysmenorrhoea, emotional distress, fatigue, gastrointestinal disorder, general physical health deterioration, genital haemorrhage, headache, malaise, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: current weight 135 lbs. Number of coils on left: 3. Number of coils on right: 2. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: result: total bilateral occlusion. Pregnancy test - on an unknown date: result : negative. Ultrasound pelvis - on (B)(6) 2016: normal abdominal ultrasound. No significant sonographic abnormality of the pelvis. Ultrasound scan vagina - on (B)(6) 2018: both essure devices appear to be located in the interstitial portion of the fallopian tubes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, headache, fatigue, nausea, headache, lower abdominal pain, migraine, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-dec-2019: pfs received. Event: uti were added. Event: abnormal bleeding (vaginal, menorrhagia) were update to menorrhagia. Event outcome were updated to recovered: pelvic pain , fatigue, sickness, abnormal bleeding , cramping. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and permanent pain") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (undergo major surgery as a result of essure implant). At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and permanent pain/ pain/ severe pain/ severe pelvic pain") and genital haemorrhage ("abnormal bleeding (general)/ extreme abnormal bleeding") in a female patient who had essure (batch no. 901342) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pain in extremity and tubal ligation. Previously administered products included for an unreported indication: hydroxyzine hci, prednisone, diphenhydramine, loestrin fe and ibuprofen. Concurrent conditions included spotting vaginal, mucus discharge, genital burning, vaginal discharge, menstruation delayed, acne, pap smear abnormal, eczema, premenstrual syndrome, nicotine dependence, redness of eyes, visual disturbances, vaginal odour, mole of skin, numbness (she complains of numbness, tingling, and pain the bilateral forearm, wrist, hand and lower extremity below the knee (stops at calf) occurring a few months ago), paresthesia (in all 4 limbs), weakness, neoplasm of uncertain behavior of skin, neck pain, back pain, lower extremities weakness of, pain in thigh, conjunctivitis (bilateral since this morning), eye itching, redness of eyes, eye pain, light sensitivity to eye, weight gain, vaginal itching (exterior vaginal itching), foot pain, achillobursitis, folliculitis, sore throat, abdominal pain (pain is described as: sharp and crampy. Onset of symptoms was chronic, and symptoms are waxing and waning intensity moderate. Location: pain is located in the periumbilical region. Abdominal pain location: epigastric area), haglund deformity, achilles tendonitis, vaginitis, vaginal odor, vaginal burning sensation, vaginal itching, acute vaginitis, yeast vaginitis, urinary tract infection, dysuria, ear infection, blood in stool, bloating, flank pain, hematuria, dyspareunia, dizziness, hemiparaesthesia, ear pain, tinnitus and vertigo. Concomitant products included caffeine;paracetamol (excedrin), fluconazole, ibuprofen, ketotifen and paracetamol (tylenol). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), anxiety ("mental anguish/ anxiety"), malaise ("sickness"), abdominal pain lower ("cramping"), emotional distress ("humiliation"), deformity ("disfigurement"), anhedonia ("loss of enjoyment of life") and general physical health deterioration ("bodily impairment, degradation"). The patient was treated with surgery (undergo major surgery as a result of essure implant). Essure treatment was not changed. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, migraine, headache, nausea, dysmenorrhoea, fatigue, gastrointestinal disorder, anxiety, malaise, abdominal pain lower, emotional distress, deformity, anhedonia and general physical health deterioration outcome was unknown. The reporter considered abdominal pain lower, anhedonia, anxiety, deformity, dysmenorrhoea, emotional distress, fatigue, gastrointestinal disorder, general physical health deterioration, genital haemorrhage, headache, malaise, menorrhagia, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: current weight 135 lbs. Number of coils on left: 3. Number of coils on right: 2. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 72.57 kgs. Hysterosalpingogram - on (B)(6) 2012: result: total bilateral occlusion. Pregnancy test - on an unknown date: result : negative. Ultrasound pelvis - on (B)(6) 2016: normal abdominal ultrasound. No significant sonographic abnormality of the pelvis. Ultrasound scan vagina - on (B)(6) 2018: both essure devices appear to be located in the interstitial portion of the fallopian tubes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, headache, fatigue, nausea, headache, lower abdominal pain, migraine, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet and medical records received : lot number and product insertion date added. Events added : genital haemorrhage, vaginal haemorrhage, menorrhagia, migraine, headache, nausea, dysmenorrhoea, fatigue, gastrointestinal disorder, anxiety, malaise, abdominal pain lower, emotional distress, deformity, anhedonia, general physical health deterioration. Reporter information,patient details and product indication updated. Patient¿s medical history, historical and concomitant products added. Lab details added. Incident- we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.